Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was instructed to contact support again if the malfunction recurred. No additional information regarding the outcome of the event was reported.